Event description:
Event verbatim [preferred term]. Had a red spot, matching the pattern of the patch, a burn on her skin [thermal burn], , narrative: this is a spontaneous report from a contactable consumer. A 28-year-old female patient started to use thermacare heatwrap (thermacare menstrual) from an unspecified date at unknown dosage for menstrual pain. The patient's medical history and concomitant medications were not reported. The patient reported having already used the heatwraps several times for menstrual pain. On (B)(6) 2020, the patient reported she stuck the heat plaster into her panties and after a few hours she noticed red spots on her skin, exactly matching the pattern of the patch. She removed the heatwrap immediately. After a few hours, most of the red spots were gone, but some of them were not. Today, (B)(6) 2020, 3 days later, the patient still had a red spot, a burn on her skin. Action taken in response to the event for thermacare heatwrap was permanently withdrawn in (B)(6) 2020. Clinical outcome of the event was not resolved. According to the product quality complaint group: lot trend assessment and rationale: a lot trend was not performed. The lot number was unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Follow-up (25sep2020): new information received from the product quality complaint group includes investigational results. No follow-up attempts needed. No further information expected.

Manufacturer narrative:
Lot trend assessment and rationale: a lot trend was not performed. The lot number was unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received.

Manufacturer narrative:
Lot trend assessment and rationale: a lot trend was not performed. The lot number was unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8 hour product. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this customizable citi search, a trend does not exist for the subclass adverse event/ serious/ unknown for menstrual 8hr heat wrap products. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term], had a red spot, matching the pattern of the patch, a burn on her skin [thermal burn], , narrative: this is a spontaneous report from a contactable consumer. A 28-year-old female patient started to use thermacare heatwrap (thermacare menstrual) from an unspecified date at unknown dosage for menstrual pain. The patient's medical history and concomitant medications were not reported. The patient reported having already used the heatwraps several times for menstrual pain. On (B)(6) 2020, the patient reported she stuck the heat plaster into her panties and after a few hours she noticed red spots on her skin, exactly matching the pattern of the patch. She removed the heatwrap immediately. After a few hours, most of the red spots were gone, but some of them were not. Today, (B)(6) 2020, 3 days later, the patient still had a red spot, a burn on her skin. Action taken in response to the event for thermacare heatwrap was permanently withdrawn in sep2020. Clinical outcome of the event was not resolved. According to the product quality complaint group on 25sep2020 for subclass adverse event safety request for investigation: lot trend assessment and rationale: a lot trend was not performed. The lot number was unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status was not received. According to product quality complaint group on 07oct2020 for subclass adverse event/ serious/ unknown: site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number menstrual 8 hour product. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this customizable citi search, a trend does not exist for the subclass adverse event/ serious/ unknown for menstrual 8hr heat wrap products. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (25sep2020): new information received from the product quality complaint group includes investigational results. No follow-up attempts needed. No further information expected. Follow-up (07oct2020): new information received from the product quality complaint group includes additional investigational results. Follow-up attempts are completed. No further information is expected.

Event description:
Had a red spot, matching the pattern of the patch, a burn on her skin [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) female patient started to use thermacare heatwrap (thermacare menstrual) from an unspecified date for menstrual pain. The patient's medical history and concomitant medications were not reported. The patient reported having already used the heatwraps several times for menstrual pain. On (B)(6) 2020, the patient reported she stuck the heat plaster into her panties and after a few hours she noticed red spots on her skin, exactly matching the pattern of the patch. She removed the heatwrap immediately. After a few hours, most of the red spots were gone, but some of them were not. Today, (B)(6) 2020, 3 days later, the patient still had a red spot, a burn on her skin. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. Clinical outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available.